Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customers blood glucose (bg) level was "high"; although specific value was not provided. Customer has not yet addressed elevated bg. The customer was able to remove air and successfully resume insulin therapy.